Event description:
The device was implanted on 05/21/97 for intrathecal infusion of morphine for treatment of pain. On 05/25/97, the implanting surgeon contacted a manufacturer nurse and reported that the device flow rate is 2.21ml/day and that it was filled at implant to deliver 3-4mg/day as determined by an intrathecal trial. The patient's pain is less; however, he is complaining of nausea and vomiting, is sweaty and then chilled and the symptoms "wax and wane" like the flu. The patient has no fever or evidence of infection. In addition, the patient's electrolytes and white blood count is normal, but his neutrophils are slightly elevated. The surgeon inquired if these symptoms are common with morphine sulfate related symptoms. The manufacturer nurse informed the physician that these symptoms are not commonly seen with intraspinal morphine sulfate administration and also stated that the patient's symptoms could be related to the anesthesia, although it is four days pot-op. The patient has no history of silicone allergies and the pharmacy is experienced in preparing preservative free morphine sulfate solutions, which indicates that this event is probably not a reaction to antioxidants. In addition, the patient is on systemic narcotics. The surgeon stated that he planned to continue to monitor the patient. No further details were provided at that time.